Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the actual electrodes from the event were not available for evaluation. Instead, electrodes from the same lot number 4715a were returned for evaluation. Testing of the electrodes did not duplicate the report. No assembly or performance discrepancies were found that would contribute to the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient covered in urine and emesis (age and gender unknown) the associated defibrillator displayed a "poor pad contact" message, with these electrodes attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.